Manufacturer narrative:
(B)(4). Multiple products used in the event. It is unknown which product caused the event. 1475106070 (quantity=2), lot number: unknown 8670001(quantity=1), lot number: unknown 54740016540(quantity=4), lot number: unknown 7068398(quantity=1), lot number: unknown 9391633(quantity=1), lot number: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent unspecified spinal procedure at l2-l4 levels (l3: 1a-1b) on an unknown date. Post-op, the patient complained of pain due to vertebral body was collapsed. Revision surgery will be performed to fix again. The products came in contact with the patient.